Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.879 mm offset at the tips. The grips were not found to have cracking damage. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was detected. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue is related to clip applier jaws remaining static/not moving when surgeon commanded movement. The hem-o-lok medium/large clips by teleflex were used. The vessel or tissue bundle greater was not greater than the specified diameter suggested in the IFU. It is unknow how many times the subject clip applier had been used during the case when the incident occurred.

Event description:
It was reported that during a da vinci-assisted gastrectomy - total surgical procedure, the jaws of the 8mm medium-large clip applier instrument stopped moving, it was impossible to clip, and the instrument remained static. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was detected. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue is related to clip applier jaws remaining static/not moving when surgeon commanded movement. The hem-o-lok medium/large clips by teleflex were used. The vessel or tissue bundle greater was not greater than the specified diameter suggested in the IFU. It is unknow how many times the subject clip applier had been used during the case when the incident occurred

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.